Manufacturer narrative:
The device was unavailable for evaluation. A reflect has been reported to be ruptured post operatively, which was determined by comparing the most recent x-ray with the previous one. Surgeons also examined the curve on x-rays to come to a conclusion of cord rupture, however, no cord breakage was physically observed. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a reflect implant has been found ruptured at t11-12 post operatively. This event occurred in the UK.